Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of experiencing issues with calibration. Troubleshooting was performed and sensor began to respond to glucose changes. Customer also reported of experiencing low blood glucose of 50 mg/dl. Customer declined troubleshooting for low blood glucose.